Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found the stent was received detached from the delivery system. Stent struts on the mid-section and proximal region of the stent were lifted. A review of the stent profile was performed. The crimped stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon body was reviewed; and no issues were noted. There was no stent on the balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body which is an indication that the stent was crimped to the balloon prior to detachment. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00x16mm synergy drug-eluting stent was selected for use. However, the stent came off from the delivery system outside the patient's body. Subsequently, a 3.5x12mm synergy stent was advanced but failed to cross the lesion. It was noted that the stent struts had fractured. The procedure was completed with 3 additional synergy stents. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00x16mm synergy drug-eluting stent was selected for use. However, the stent came off from the delivery system outside the patient's body. Subsequently, a 3.5x12mm synergy stent was advanced but failed to cross the lesion. It was noted that the stent struts had fractured. The procedure was completed with 3 additional synergy stents. No patient complications were reported.